Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-04524. It was reported the patient underwent a permanent implant procedure and was moved to post-op. The patient's system was turned on but the patient received ineffective stimulation. The patient was taken back to the or and the lead was repositioned. The patient received effective stimulation. The patient's issue was resolved.